Event description:
It was reported that a vascular incident occurred during an atrial fibrillation ablation procedure using a biosense webster thermo cool rmt catheter. The pt was described as "too sick" for the procedure, and was noted to have a mechanical heart valve. Further stages of the ablation procedure were abandoned. It was also reported that this event was transient, the pt fully recovered, and there were no known sequelae to this event. The physician did not attribute the event to the catheter or to the magnetic system.

Manufacturer narrative:
It was reported that the catheter will not be returned for eval since it has been discarded by the customer.